Event description:
The pt reportedly experienced a loss of sound followed by a loss of lock with her internal device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Testing performed confirmed that the device is not functional. Surgery to explant the pt's device will be scheduled.